Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81085), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex shield device was returned for analysis, partially deployed inside a phenom 27 catheter, inside an open pipeline flex shield inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex shield¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was open and frayed, while the proximal end was hourglass-shaped, with the end open and frayed. The middle part was open. The pusher wire kinked at ~93.0cm from the distal tip. No other anomalies were found. Testing/analysis: the pipeline flex shield device braid was easily removed from the phenom 27 catheter lumen. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint could not be confirmed, as the returned pipeline flex shield braid¿s distal end was open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the device was not placed on the bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Therefore, vessel tortuosity and damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. The damage noted on the pusher wire (kinked), braid (fraying), and catheter (accordioned) indicated that high force was used. The damage likely occurred when the customer attempted to deliver the pipeline flex shield device through the phenom 27 catheter against resistance. Possible causes include tortuosity or a lack of continuous flush with heparinized saline during the procedure. However, the root cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline stent failed to open distally and there was occlusion in a phenom 27 microcatheter. The patient was undergoing surgery for flow diversion treatment of an aneurysm. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The distal section of the pipeline failed to open. The stent was not positioned in a bend. The stent was removed from the patient. An inability to deploy the stent in the vessel due to catheter occlusion was also alleged. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.